Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure on (B)(6) 2015, two xience alpine stents were deployed successfully in the mid and proximal left anterior descending artery. The patient was discharged on (B)(6) 2015. On (B)(6) 2015 the patient was rehospitalized with symptoms of angina. A right heart catheterization was performed along with the placement of a temporary pacemaker. Coronary angiography revealed thrombosis in the proximally placed 3.0 x 15 mm xience alpine stent. Balloon angioplasty was unsuccessful; therefore, a manual thrombectomy was performed on the lad. The patient expired sometime during or post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Angina, myocardial infarction, thrombosis and death/expired are listed in the xience alpine everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. The lot history record (lhr) review and similar incident query for this product was not performed because the lot number was not reported. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, there is no indication of a product quality issue. Additionally, the treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the previously filed medwatch report, new information received is as follows: the patient present to the emergency room on (B)(6) 2015 with shortness of breath and chest pain, and was diagnosed as experiencing a non-st elevation myocardial infarction. No additional information was provided. Angiography revealed and 90% lesion in the mid left anterior descending (lad) and a 50% lesion in the proximal lad which was treated with two xience alpine stents. The patient was discharged on aspirin and ticagrelor. The patient died post-procedure on (B)(6) 2016, due to cardiac arrest and a st elevation myocardial infarction. No additional information was provided.